Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently did not reload the cartridge after the pump battery died due to normal depletion and therefore was not receiving basal insulin. Customer's blood glucose (bg) on the day of event and into the next day was 560 mg/dl with a trace of ketones. Insulin injections and bolus delivery were used to address bg. Customer changed out the cartridge.